Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported that the device was not used past expiry date. (B)(4) adverse incident report reference no. (B)(4); submitted to (B)(4) (medicines and healthcare products regulatory agency) by the physician. The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx system was used during a trans-obturator tape obtryx procedure performed on (B)(6) 2004. According to the complainant, fourteen years after the insertion of the trans-obturator tape, the patient experienced pain during intercourse. Subsequently, on (B)(6) 2018, the patient underwent a partial tape excision as a treatment. The patient recovered very well after the removal of the tape and was reportedly continent.